Manufacturer narrative:
After further review of additional information. Complaint conclusion: as reported, the balloon of a 20mm x 4cm maxi ld percutaneous transluminal angioplasty (pta) balloon catheter burst at 6 atmospheres (atm). A 20mm x 4cm non-cordis balloon catheter was used as a replacement. There were no reported injuries to the patient. This was during a procedure to treat a 70% stenosis of the inferior vena cava (ivc). There were no signs of calcification or tortuosity. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. The device was prepped with a 50/50 contrast and saline mixture and maintained negative pressure during preparation. A non-sterile ¿maxi ld 7f 20x4 110cm¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected observing that the balloon presented a complete burst of the unit¿s balloon during the unaided eye visual inspection. Functional test could not be performed successfully due to the balloon conditions, that showed a leakage to be present on the portion, where the burst was present. A high magnification analysis was executed to evaluate the surface of the balloon received. During the analysis, the burst was located where the leakage was observed. Additionally, scratch marks were observed near to the burst rupture. These scratch marks observed could be related to exposure of the balloon surface to external material sharp edges that could be considered as an attributable cause of the leakage identified. The failure reported by the customer as ¿balloon ¿ burst - at/below rbp" was confirmed, as the condition reported was observed during this evaluation. Nevertheless, due to the observed evidence it could be inferred that the external environment where the device was introduced could led the balloon to fail resulting in the reported burst, as scratch marks were observed during the microscopic analysis near to the burst condition, and it was considered that these could be attributed to the interaction of the balloon surface with sharp edges materials. The reported stenosis of the vessel may have been a contributing factor, as well as handling factors. Prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Do not exceed the rated burst pressure recommended. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. The product analysis does not suggest that the reported event could be related to the manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 20mm x 4cm maxi ld percutaneous transluminal angioplasty (pta) balloon catheter burst at 6 atmospheres (atm). A 20mm x 4cm non-cordis balloon catheter was used as a replacement. There were no reported injuries to the patient. This was during a procedure to treat a 70% stenosis of the inferior vena cava (ivc). There were no signs of calcification or tortuosity. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. The device was prepped with a 50/50 contrast and saline mixture and maintained negative pressure during preparation. The device will be returned for evaluation.